Event description:
Procedure type: low anterior resection. According to the reporter: during the procedure, the surgeon found the cartridge was broken. There was poor staple formation and surgical time extended by more than 30 mins.

Manufacturer narrative:
(B)(4).